Manufacturer narrative:
Failure analysis for fiber 0010-2400-538a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap and metal cap are detached and not returned; the glass cap exhibits severe devitrification at output window; the outer flow tubing open end exhibits signs of abrasions. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 120,778 joules of use and 25:50 minutes while using the surgical fiber during a prostate procedure, the fiber stopped working. The fiber was replaced and the procedure completed at 161,744 joules of use and 34:29 minutes using a second surgical fiber. Patient outcome: "no patient injury".